Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date entered in date of event is the date abbott diabetes care became aware of the event. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated that due to this issue, they experienced dizziness, loss of consciousness and a fall and was able to self-treat with sugar. Customer additionally reported obtaining an unspecified reading on an unspecified meter. There was no report of death or permanent injury associated with this event.